Manufacturer narrative:
It was reported that the lead dislodged again and shock delivery was detected via the home monitoring system. The patient was hospitalized and the lead was repositioned. On (B)(6) 2023 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the post implantation measurements, microdislocation of the rv lead was detected. The patient was hospitalized and the rv lead was repositioned. Lead remains implanted. Should additional information be received, this file will be updated.